Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated at 481 mg/dl. Customer delivered a bolus, however bg level did not decrease. The customer changed out infusion set/cartridge and administered insulin, bringing bg level closer to target.